Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred a year and half ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn : m365sc8336700. Model: sc-8336-70. (B)(4). Batch: 1109163.